Manufacturer narrative:
The patient will be seen again in september during which time the device status will be re-evaluated for possible replacement. At this time, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was reported that this device was successfully replaced. The device was discarded and therefore will not be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a patient follow up in june, this pacemaker displayed a battery status of good, a magnet rate of 100 ppm and the estimated remaining longevity was one year. However, during a follow up six weeks later, the estimated remaining longevity was less than six months. There is a concern that the battery is depleting earlier than expected. No adverse patient effects were reported.